Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was used during a sling placement procedure on (B)(6) 2010. There were no complications during this procedure. According to the complainant, the patient experienced dyspareunia, urethral hypermobility, erosion, and continued incontinence post procedure. The patient presented to a different physician with these symptoms on (B)(6) 2011. The sling was removed by a third physician on (B)(6) 2011. The implanting physician reported that none of the patient's follow up visits revealed any problems until (B)(6) 2011, when the patient complained of a prolapsed bladder. The patient did not present to this physician with any other problems. During this visit, the physician confirmed visible exposure of the sling, but it is unknown whether the exposure was treated before the sling was removed. The implanting physician does not plan to provide further medical intervention. All other information, including the patient's current condition are unknown.

Manufacturer narrative:
The complainant reported that the device was not used past its expiration date.